Event description:
It was reported that, "proximal end of polyaxial screwdriver shaft sheared off."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: device broke on the thinnest part of the shaft where it connects with the screwdriver handle. Some impacts and scratches are visible near the breakage which could signify that an extreme load was applied to the shaft interface. Manufacturing record review: no discrepancies noted. Complaint history analysis: no previous records. Risk assessment: no adverse consequences and a replacement screwdriver was available. Conclusion: this is the first case of such type breakage. From review of manufacturing files it does not follow that the breakage can be linked with any non-conformity found during manufacturing process. Our complaint database will be monitored for trends.